Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the accidental damage of the front panel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the mode selector switch was not functioned. The service department of olympus (B)(4) checked the subject device and found that the front panel of the subject device was damaged, which caused the failure of the switch on the front panel. Also the damaged electrical parts was found. There was no report of patient injury associated with the event.